Manufacturer narrative:
(B)(4). Concomitant medical products: 110010267 ¿ g7 multihole shell ¿ 6318142, 110024465 ¿ g7 dual mobility liner ¿ 600180, unknown depuy head, unknown stem. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00101, 0001825034 - 2019 - 01202.

Event description:
It was reported that patient underwent a right hip revision approximately 2 weeks post implantation due to pain, dislocation, limited mobility and shortened right leg. During the surgery, it was found that the acetabular component had completely dislodged and the superior dome was severely fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of x-rays showing a right hip dislocation. Visual inspection of the returned device shows the rim and outer radius of the bearing to be scratched. The outer radius is also pitted. A circular indentation was observed on the radius. The bearing remains assembled with the ceramic head. Scratch marks were found on the head as well. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.